Manufacturer narrative:
Concomitant medical products: 507658 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. Far field r-wave (ffrw) oversensing was noted on the electrogram which led to fast atrial preference pacing. The right atrial (ra) lead remains in use, but the patient was admitted for their symptoms. No further patient complications have been reported as a result of this event.